Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 1. The patient's drain volume was 3249ml. The fill volume was 2000ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse she was not aware this event. Additionally, the patient has not reported any symptoms of overfill. The patient has resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) that was found in the device logs. The device passed volumetric accuracy and temperature functional performance testing and was found to be functioning within specifications relative to the iipv found in the device logs. The cause of the iipv found in the logs was determined to be: insufficient drain / false empty detect and use error due to inappropriate bypass of the low drain volume alarm. A labeling review found labeling to be adequate for the use error identified in this complaint. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.